Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous shepherd's crook of distal right coronary artery. A 16 x 3.50 mm promus element¿ plus stent was advanced using two guide wires but failed to cross the lesion due to severe calcification and sharp angle of the lesion. Then a non bsc guide catheter was used but the device did not cross the lesion. The device was removed from the patient and it was noted that both sides of the stent were lifted. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).